Manufacturer narrative:
Citation: seeger j et al. Apixaban in patients with atrial fibrillation after transfemoral aortic valve replacement. Jacc cardiovasc interv. 2017 jan 9;10(1):66-74. Doi: 10.1016/j.jcin.2016.10.023. (B)(6). Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of atrial fibrillation on outcomes in patients undergoing transcatheter aortic valve replacement (tavr) compared with those in sinus rhythm and the outcomes in patients with atrial fibrillation treated with apixaban compared with the non¿vitamin k antagonist phenprocoumon. All data were collected from a single center and the duration of the study was undisclosed. The study population included 617 patients (predominantly female; mean age 80.7 years), 105 of which were implanted with a medtronic corevalve or a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, 52 deaths occurred within 12 months following tavr procedure. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: disabling and nondisabling stroke, major vascular complications, major adverse cardiac events (mace), myocardial infarction, intracerebral bleeding, and major/life threatening bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.